Event description:
It was reported that the user experienced prolonged hyperglycemia with sustained ¿high¿ blood glucose readings despite multiple ilet infusion set changes, including removal of an initial teflon set with a bent cannula and two subsequent set replacements that appeared properly placed; the user administered a 20-unit subcutaneous insulin injection and temporarily disconnected from the ilet to avoid hypoglycemia, and later blood glucose returned to 118 mg/dl. Symptoms included hyperglycemia without signs of ketoacidosis. Outcomes included transient impairment requiring troubleshooting and use of backup insulin, without hospitalization or medical intervention beyond self-management. Investigation included user interview, product history review, and lot identification for the affected infusion set, along with follow-up confirming restored glycemic control. Investigation of this case revealed a bent cannula on the first set and an undetermined cause for continued hyperglycemia until successful site function was established. It was concluded that the event was consistent with infusion set delivery failure initially and cause unclear for persistent hyperglycemia after the first replacement, with recovery after subsequent set use and corrective actions by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.